Event description:
The device was used during a thorocotomy procedure. Reportedly, the instrument could not be removed from the application site. The surgeon manually manipulated the device free from tissue. The surgeon applied suture to reinforce the staple line. The hosp has reported no pt injury occurred.